Event description:
It was reported that the pump's insulin gauge displayed incorrect amounts, but the issue did not affect the customer's blood glucose reading at the time of the report. Customer loaded a new cartridge to resolve the issue.